Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
A consumer reported that the patient was receiving baclofen via their intrathecal pump. The manufacturer/type of baclofen, drug con centration, dose rate, and drug lot number were unknown. The indication for use regarding the patient was intractable spasticity and spinal cord injury / spinal cord disease. The patient suffered an overdose after miscalculation of the drug that was left in the tubing. The event occurred "many years ago", the reporter (consumer) could not remember the date of the event. It was believed a company representative was there to rectify the situation and should have reported it; however the reporter could not remember the details because it was so many years ago. The situation had been resolved. It was further noted that the event had been dealt with in the past and the reporter stated that she did not have any further information about it. The patient was described as being very sensitive to the drug so they want to make sure the replacement is taking place when needed. It was clarified that the reason for the report was to not replace anything. Additional information was requested including clarification of baclofen intrathecal, other medications the patient was receiving at the time of the event, medical history, and onset/date of the overdose occurred. Additional information will be provided via a supplemental report as information becomes available.